Event description:
Customer reported that pump battery would not charge and received a power source alert. There was no adverse impact to customer's blood glucose level. Customer was instructed by technical support to plug the wall adapter into a working outlet and wait for at least 30 minutes. Upon follow-up, customer confirmed that the pump was then charging.